Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that it was unknown what the cause/reason of the implantable neurostimulator (ins) explant was. It was also reported that the device was disposed of as medical waste. No further complications were reported/anticipated.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was indicated the patient had their system explanted approximately four years after implant. There was not more than 50% symptom reduction. It was unknown what troubleshooting had been done to provide insight into the issue and it was unknown what the cause was. No further complications were reported/anticipated. Additional information was received from a manufacturer representative (rep). It was reported that the patient's weight at the time of the event was unknown. It was also stated that the it was unknown if the patient ever received more than a 50% reduction in symptoms prior to the explant. No further complications were reported/anticipated.